Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm bioprosthetic mitral valve, implanted approximately seven (7) years, was explanted due to unknown reasons. The explanted device was replaced with a 29mm pericardial valve. Attempts have been made to retrieve additional information on the event and no further information has been received. Should new information be received a supplemental will be submitted.

Manufacturer narrative:
Bioprosthetic mitral stenosis.device is not available for evaluation. It has been discarded.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic mitral valve was explanted due to stenosis. There were no reported adverse patient effects. No further information was provided.